Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. Investigation results will be provided in the final report.

Event description:
It was reported the patient controller displayed the replace generator soon message. The wireless software update was performed clearing the message. The device is reportedly providing therapy.

Manufacturer narrative:
A false elective replacement indicator message was confirmed. The device was not returned for analysis; however, logs and/or assessment report were received. Analysis of the records show that the battery voltage level of the device is within specifications. Actions have been taken to prevent reoccurrence. Device evaluated by manufacturer.